Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed 13 years remaining during previous check-up. However, during recent check, battery was down to 4.5 years. Engineering analysis revealed that the pacemaker was depleting abnormally. The cause was unknown and was assumed to be a malfunction of the device hardware. Boston scientific technical services (ts) suggested to replace the device in a timely manner to ensure the continuity of therapy. The pacemaker remains in service. No adverse patient effects were reported.